Event description:
It was reported that the physician was unable to interrogate the patient's vns generator. The physician wanted help to rule out the wand as the cause of the issue. Patient had reported that there was a previous incident of difficulty interrogating the generator but reported that the generator was eventually interrogated. The physician did not feel comfortable providing the personal patient information. The patient has not been back yet to have device checked. The physician however thinks that the wand battery was the issue. After changing the 9 v battery in the wand, the wand was reported to be working.

Event description:
Additional information was received that the patient reported no issues with the vns device and was able to feel stimulation from the vns therapy. The physician was able to isolate the issue to the wand battery by checking battery life by holding down the 2 reset buttons on wand and it showing low battery. Once the wand battery was changed, the wand was reported to be working.